Event description:
It was reported the patient was being transported in the wheelchair by a caretaker. The patient's caretaker did not apply the brakes properly, the wheelchair tipped over and the patient subsequently fell out of the wheelchair. The patient was brought to the hospital and admitted for evaluation and treatment. It was determined the patient had sustained a broken nose. No further patient complications were reported as a result of this event.